Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. Peritonitis was manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis and an unrelated medical condition. The patient did not receive antibiotic therapy; other treatments were not reported. Six days prior to death, peritoneal dialysis therapy was discontinued. The patient was discharged from the hospital and died the same day. The cause of death was an unrelated medical condition. The patient was not recovered from the peritonitis event at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.